Event description:
It was reported that during a lap sigma procedure, on the fifth reload the instrument cut but did not staple correctly. There were misformed and opened staples. The site used a new instrument to continue. There was no patient consequence.

Manufacturer narrative:
.